Event description:
It was reported that the patient experienced hemoptysis and the cardiomems implant procedure was aborted. As the physician was advancing the cardiomems delivery system they could no longer advance to the desired location although the guidewire was advanced to the target location. The patient then developed hemoptysis and the case was aborted. The physician reported it was unknown which device caused the hemoptysis but felt that the cardiomems advancement difficulty contributed. No interventions were required to resolve the hemoptysis. Perforation was not confirmed. The patient was monitored for an extended period but was discharged the same day.

Manufacturer narrative:
No device analysis results are available because the device was not received for investigation. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.